Event description:
It was reported via repair work order that all four casters were broken and brakes would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.